Event description:
Customer reports, "pt had a feeding tube placed on 2/2/97, chest x-ray revealed a pneumothorax. Feeding tube removed immediately, pt died of respiratory arrest on 2/2/97. Pt was very ill at time of incident and it is unclear as to what role the pneumothorax had on his death. Resuscitative measures were not attempted per family's request."